Event description:
It was reported that treatment was performed on a long, tight stenosis in the right common iliac artery, using a contralateral approach. Following pre-dilatation, the stent was deployed; however, the implanted stent length measured 10-12cm instead of 8cm. There was no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The stent remains implanted; therefore, not available for eval. The investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA #: p070014.